Event description:
Reporting status: malfunction. Reporting rationale: separated guide wire has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire separated while it was being torqued so that it would enter the vessel. The guide wire was used for an occlusion of the superficial femoral vessel. The guide wire was separated inside of the guiding catheter. It was confirmed that the guide wire was removed from the pt inside of the guiding catheter. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the guide wire was returned without any blood visible. There was contrast visible on the coils. There was corrosion on all three solders. The tip was in a "j" shape. The guide wire was separated at the distal end of the hypotube. There was a piece of core still inside the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. In reviewing the sem result, the device core showed some metal fatigue of the fracture surface as well as the majority of the surface being fractured from tensile overload. The fatigue was likely the result of repeated manipulation of the guide wire possibly as part of the torquing that was reported. It could not be determined if the fatigue weakened the core strength and made the guide wire more susceptible to tensile overload which was the ultimate cause of the failure. The guide wire was therefore subjected to forces that exceeded the strength of the device. For the guide wire to fail due to tensile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, the root cause of the tensile overload appears to be from case circumstances. The analysis did not show a manufacturing related cause for the experience. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. Contrast found on the guide wire could cause resistance with another device, but there were no details about other balloon or stent devices being used. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot number combination. This very low-level failure mode will be monitored. Action may be taken based on add'l adverse results. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum specification requirement. In addition, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performace group.